Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at olive view, ucla medical center, los angeles, ca by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2016. As reported by the patient's attorney, post procedure, the patient has experienced the following: severe pelvic pain, urinary problems, infection and loss of enjoyment of life. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.